Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program.  Reported events: 2 events were reported for this quarter.   Product return status: 2 devices were received for evaluation.   Evaluation status: 2 reported events were confirmed during testing. 1 device was found to be affected by a fractured hinge. 1 device was found to be affected by a fractured bottom housing.   Additional information 2 devices were not labeled for single-use. 2 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device fractured. 2 events had no patient involvement; no patient impact.